Manufacturer narrative:
It was reported that the patient fell and fractured their knee and as a result developed possible infection. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient fell and fractured their knee and as a result developed possible infection. A revision surgery is planned to exchange the poly inserts.